Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient has a history of gi bleeding (per-2019-0011931, per-2019-0013737) and has been on octreotide q8. The patient's inr was sub-therapeutic at 1.5 (goal 1.8-2.2) and his warfarin and aspirin were held. A complete blood count (cbc) determined patient had low hemoglobin. Patient was transfused with two units packed red blood cells (prbc) in a 24 hour period and in total. No bleeding site was conclusively determined; clinicians report it was presumed gi bleed. The outcome was reported as resolved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.